Manufacturer narrative:
It was reported that syringes were leaking past the plunger. Because a physical sample was not returned, a comprehensive evaluation could not be performed. To support the investigation, three photographs were reviewed by the quality team. Two images depict a syringe containing a red solution with residue visible past the rubber stopper; the third shows the top web of a packaging blister. No additional information could be obtained from the photographs. A device history record review was completed for material number: 302830, lot: 5282805. The review did not identify any quality issues during production that could have contributed to the reported condition, and there were no related quality notifications. All manufacturing processes and final inspections met specification requirements. To date, no other similar events have been reported for this lot. Based on the photographic evidence, the reported condition was corroborated. However, in the absence of the physical sample, a definitive root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 had leakage past the stopper. The following information was provided by the initial reporter: material#: 302830, batch#: 5282805. Rcc received a complaint via email. The xxxx location thinks they received a bad batch of 20ml syringes, they are all leaking down past the plunger. See info and pics below. Please advise of next steps. Bd, lot: 5282805, exp: 9/30/2030. Reorder number: (B)(4). Additional information: date of event: 10-12-2025. Patient impact: no impact to patient, changed out syringe in IV room before going out to administer to patient at chair side.